Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported high and low glucose alarms. Attempted to replicate the customer's complaint using similar configurations iphone se 2nd generation (ios 16.3, 2.8.1.6120 and the reported issue was unable to be replicated and the system functioned as intended. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with unknown iphone type/ios 16, app version 2.8.1.6120. The customer reported that the low glucose alarm failed to trigger and the customer experienced hypoglycemia with tremors, seizure, and loss of consciousness. The customer was taken to hospital where they were treated with glucagon. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device, with use with unknown iphone type/ios 16. The customer reported that the low glucose alarm failed to trigger and the customer experienced hypoglycemia with tremors, seizure, and loss of consciousness. The customer was taken to hospital where they were treated with glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with unknown iphone type/ios 16. The customer reported that the low glucose alarm failed to trigger and the customer experienced hypoglycemia with tremors, seizure, and loss of consciousness. The customer was taken to hospital where they were treated with glucagon. There was no report of death or permanent injury associated with this event.